Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. (B)(4). (B)(6).

Event description:
It was reported that the down button started sticking several months ago, followed by the up button sticking. It was reported that the keypad is intact.